Event description:
It was reported that the customer went to the emergency room with an unknown elevated blood glucose (bg) level on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.